Event description:
It was reported the disposable leaked. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation, one cassette, one extension set received and three photos provided for investigation. The attached photos show the front and back of new, unopened, cassette, an extension set a bard miniloc, two equashield luer locks, a connector, and two used extension sets inside a ziplock bag. No damage or dysfunctional conditions are observed. No leaks were detected on any of the units. The reported failure mode, leaking, is not confirmed. Based on the analysis performed on the returned units, and review of the mitigations followed during the manufacturing process, the root cause of the leak, cannot be determined.

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.